Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a (B)(6)-year-old female pt underwent the clavicle joint surgery (left) on (B)(6) 2020. After the operation, the plate moved and the screw came off the plate, and the revision surgery was performed on (B)(6) 2020."

Manufacturer narrative:
Corrections: please refer to sections d2a, d2b, d4 (catalog number), gtin number, g4 (510(k)) and h6 (device code). The reported event could be confirmed based on the x-ray image provided. The device inspection revealed the following: the received bone screw observed with damaged threads. The threads were found damaged in a tearing fashion. The damage was caused due to tension on the plate followed by loosening of locking screw at the end which ultimately created a tension on plate resulting in loosening of the bone screw as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation and the available information, the root cause was attributed to a patient related issue. The failure was most likely caused due to screws not able to gain purchase at the location where they were placed which resulted in separation of screws from the plate. Considering the age of the patient & opinion from the sr, failure mode is more attributable to patient related (weak bone quality, patient activity etc.). If any further information is provided, the complaint report will be updated.

Event description:
As reported: "a 90-year-old female pt underwent the clavicle joint surgery (left) on(B)(6)2020. After the operation, the plate moved and the screw came off the plate, and the revision surgery was performed on (B)(6)2020"